Event description:
A device report from (B)(6) indicates a hosp in (B)(6) reported: pt enrolled in a clinical investigation using norian drillable: it was discovered that the pt implanted with norian drillable on (B)(6) 2011 showed an incomplete bone healing of the lateral tibia. Pt does not have any complaints. No action will be taken, just conservative treatment.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was received.